Event description:
The event (error 315) occurred during preparation for use of an unknown diagnostic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Correction to b3 and b5. The information included in these fields was inadvertently omitted from the initial medwatch report. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the foreign material found in the device was a brush. It¿s likely the event (foreign material) occurred due to a damaged brush caused by irregularity during reprocessing. Additionally, it¿s likely the error code e315 occurred due to a failure of the image sensor unit, a problem with the internal board of the video connector, or a problem with the system. However, a definitive root cause of these events was unable to be identified. The following is included in the instructions for use: "chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.". "Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is unknown what the material was that was found that adhered to the device, and there was no delay in the start of the pre-cleaning, the customer brushed the instrument channel, instrument channel port, and suction cylinder, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation and the evaluation found foreign objects coming out of the suction port. The evaluation found the following non-reportable findings: due to clogging of suction tube in the universal cord, foreign objects come out of suction port, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, the adhesive on bending section cover had a chip, the adhesive on the bending section cover had a crack, the adhesive on bending section cover had a white-clouded area, scope cover was dirty due to water leakage, due to damage on flexibility adjustment ring, flexibility adjustment function did not work, the adhesive around objective lens was peeled, the universal cord had a scratch, the adhesive around light guide lens was peeled, the objective lens had a scratch, probe cover had a scratch, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the elite colonvidescope presented error code e-315 (incompatible scope). The issue was found during an unspecified diagnostic procedure. The procedure was completed with another similar device and there were no reports of patient harm.